Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she was unable to establish communication between the ipg and external devices. The patient also reported she lost stimulation about 1 month ago. The patient may undergo surgical intervention as the next course of action.